Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device after firing. No symptoms reported. The customer reports callousous on her fingers and states that lancet "became stuck" in her finger and she had to manually remove it. Once the customer removed the lancet, it retracted back into the device normally. The customer reports that this event has occurred on more than one occasion. No treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.